Manufacturer narrative:
This event is associated with CAPA ca-0049 regarding previously unreported complaints from brazil.

Event description:
The caregiver reported that the patient feels sad after seizures, as she expected no seizures following vns implantation. Despite multiple adjustments, seizure frequency has improved from every 1.5 days to every 8 days, but the patient remains stressed and in low mood. Escitalopram was prescribed (dosage unknown), which improved mood and sleep, though sadness persists after seizures. No other relevant information has been received to date.